Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable a-eura srd-rm0019 rev 15 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima leakage at catheter junction on (B)(6) 2024, when using an indwelling needle for a newly admitted child in the nicu, the handle of the indwelling needle appeared to ooze blood (which normally does not occur), and a sterile cotton swab was dipped into it at that time, and there was no further leakage of blood, and it was instructed that the next shift would closely observe the situation, and that if the leakage continued to occur the needle would be removed, and it was observed that there was no further leakage, and that it did not cause any impact on the child.